Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump sound like its working harder during the prime and rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected weak battery alarm, low battery alarm or off no power alarm noted during testing. The motor functions properly during testing. No drive/motor anomaly, rewind anomaly or motor noise anomaly noted during testing. The motor was tested outside of the device and passed. Device received without the original battery cap. However, no anomaly noted when installing or removing the test battery cap. Device uploaded properly using care link. Device had cracked battery tube threads and cracked reservoir tube lip.